Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/28/2015 with the following findings: evaluation revealed that the keypad is torn over the ok button and is peeling at the contrast button. The keypad symbols were worn. The up, down and ok buttons were intermittently unresponsive. The contrast button is unresponsive. The up, down and ok buttons were found to be inverted. The contrast button contact is missing. Evaluation revealed that there was contamination under all key contacts. (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under key contacts. This report is made based on results of investigation completed on 05/28/2015.